Manufacturer narrative:
Attempts to contact the patient for additional information were made; however, no response has been received from the patient. No information available regarding the product that was involved. The patient did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended. Only the year was provided for the implant and explant dates.

Event description:
It was reported by the patient that the patient's gastric band was extracted. The patient had the gastric band for 15 years prior to removal. No additional information was provided.